Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. The sc1 cap was unable to lock properly into the reservoir compartment due to partially broken retainer ring. Per observation that the knit line near the belt clip plate is normal. The following were noted during visual inspection: partially broken retainer, cracked reservoir tube lip, cracked belt clip rails, battery tube threads - cracked, cracked case and scratched case. Cosmetic damage was confirmed at cracked reservoir tube lip. The sc1 cap was unable to lock properly into the reservoir compartment due to partially broken retainer ring. For additional information regarding the tests performed refer to d00854230 ¿ appendix e. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced crack in the pump case. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was not performed. No harm requiring medical intervention was reported. The customer discontinued to use of the device, mmt-1886 was returned for analysis.